Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia with scheduled hernia repair. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler and the hernia. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient had initiated pd therapy on (B)(6) 2020 and shortly after began experiencing drain pain in which the hernia was then diagnosed. Most likely the hernia was pre-existing prior to the initiation of pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. The pdrn stated the hernia was not caused by the liberty select cycler. The pd therapy itself most likely exacerbated the hernia resulting in the pain. Based on the available information the liberty select cycler can be excluded as the cause of the hernia, although the pd therapy itself with use of the cycler most likely contributed to the exacerbation of the patient¿s hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) responded to a survey and documented that they were scheduled for a hernia operation on (B)(6) 2020. Additional information was obtained through follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initiated on continuous cycling peritoneal dialysis (ccpd) on (B)(6) 2020. Recently on an unknown date, the patient began complaining of drain pain during treatment. The patient was sent for a kidney, ureter, bladder (kub) ultrasound where a hernia (type unknown) was diagnosed. The patient was then transitioned to in-center hemodialysis (hd) on (B)(6) 2020 and was scheduled to undergo hernia repair surgery on (B)(6) 2020. The patient will remain on hd for approximately 6 weeks post-op during recovery. Although a cause of the hernia was not provided, the pdrn stated the cause was not the liberty select cycler but that the pd therapy likely exacerbated the hernia which caused the drain pain. Further information regarding the reported hernia was not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.